Manufacturer narrative:
The cause for the non reproducible discordant advia centaur xp hbsag patient result is unknown. The customer's quality control results were acceptable at the time of the incident. Siemens has requested additional information. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur cp hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." UDI number: (B)(4).

Event description:
An initial false reactive advia centaur cp hbsag result was obtained by the customer. The customer performed repeat testing on a fresh patient sample and the hbsag result was non-reactive. The physician questioned the hbsag patient results and repeat testing was performed on a different sample, run on the advia centaur cp and advia centaur xp systems, resulting non-reactive. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur cp hbsag assay result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00124 on 07/29/2015 for a non reproducible discordant advia centaur cp (B)(6) patient result. On 8/07/2015 additional information: a siemens customer service engineer (cse) was sent to the customer site for system inspection, and performed a test run carryover check that failed; the wash 1 manifold was replaced. The cause for the non reproducible (B)(6) advia centaur cp (B)(6) patient result may have been attributed to the wash 1 manifold; however this was the only observed discordant advia centaur cp (B)(6) patient result. The patient sample is not available for further investigation. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur cp (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further investigation is required.